Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with a pain around their implant site and side. Device interrogation showed the right ventricular (rv) lead had decreased sensing values and increased capture threshold. An echo cardiogram and chest x-ray showed the rv lead had dislodged and entered the pericardial space. The lead was explanted and replaced. The patient was stable throughout the procedure.